Event description:
Additional information received indicated part of the right ventricular (rv) lead was explanted.

Manufacturer narrative:
Additional information: the reported event of high capture threshold was not confirmed. As received, only the connector segment of the lead was returned for analysis. Visual and x-ray examinations did not find any anomalies on this piece except procedural damages. Electrical tests that could be performed on this piece did not find discontinuities or shorts on any conduction paths. Hi-pot tests passed between the conductors. Tip stiffness test was not performed due to the as received condition of this piece.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a cardiac perforation due to the rv lead. The issue was resolved by capping and replacing the rv lead. The patient was in stable condition.